Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that patient faced infusion set introducer needle fractured during insertion into the infusion site event on (B)(6) 2024.the insertion site was abdomen. The infusion set was in use for few minutes. No further information available.